Event description:
It was reported that this patient had received six total inappropriate shocks for t-wave oversensing over two separate episodes. The patient called ems and he was found unresponsive with no electrical activity. Medical intervention was performed to shock the patient. System assessment was supposed to be performed after the patient was able to move again, however no information was provided at this time. No additional adverse events were reported.